Event description:
On (B)(6) 2023, it was reported by a sales representative via sems that an ar-9236-01pp univers vaultlock glenoid trial, small broke during a case upon insertion into the glenoid. This occurred during use in an unspecified procedure with no patient harm. Additional information has been requested.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
The complaint allegation is confirmed based on the customer-provided photo. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to user-applied mechanical forces during insertion of the trial.

Event description:
On 9/7/2023, the sales representative provided the following information via email: this occurred during an unspecified procedure on (B)(6) 2023. The device broke upon insertion, and all fragments were removed. They had another device as a backup, which was used to complete the case. There was no case delay reported and no adverse effect to the patient.